Event description:
Customer stated that pump's metal door is bent and hard to latch. There was no pt impact reported.

Manufacturer narrative:
Investigation found that impact pump's bent platen door and cannot be adjusted. Pump failed free flow test. Platen door was replaced to resolve the issue.